Event description:
It was reported during service that the tps handpiece cord caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was duplicated. It was confirmed the device displayed a bias current error through functional inspection. A worn wedge component was found on the cable during the device inspection. Device was placed in parts retention.